Event description:
The caller reported that the tube leaked air at the pilot balloon seam. The tube was pre-tested and placed in pt on the twenty-fourth of february. The failure was noticed on march first. When the failure was noticed the item was removed from the pt and a new tube was inserted.